Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing and potential undersensing. It was further reported the icm detected long pauses on the tachycardia episodes. The icm remains in use. No patient complications have been reported as a result of this event.